Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. Prior to the death event, it was reported that the patient used two different homechoice cyclers equally between two different houses and it was unknown which device was the primary cycler in use by the patient. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing prior to death. It was not reported if the patient was performing therapy at the time of death. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was reported to be manufactured in 2008. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received an evaluation that included functional testing of the device. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The device was determined to meet functional performance specifications. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.